Event description:
Customer alleges they keep having problems with the wheels locking and causing chair to veer off direction. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxspree-cg, serial number/date code (B)(4) is approximately 2 years 3 months old. The owner's manual part number 1149267 rev c (sep-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female (B)(6). The consumers preexisting medical condition states she has spinal muscular atrophy. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The end users mother called and stated that the wheel on one side will spin while the wheel on the other side locks up, causing the chair to veer off path. While the child was operating the power chair the wheels seized up and the chair allegedly almost went off a ramp. The mother caught the chair and child before the chair could go off the ramp. The power chair was at the end users school, sitting inoperable. The mother had to carry her daughter from school. The consumer stated that the dealer and an invacare representative were to go to the school to evaluate the chair. No injury alleged.